Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (2grams, every 5 days, intraperitoneally [ip]) and fortaz (1gram, every day, ip). Four days after the receipt of this report, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal therapies was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.